Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be submitted upon completion.

Event description:
It is alleged that the patient received a gunther tulip filter on (B)(6) 2006." It is alleged that the patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Correction: this follow up #1 MDR has been generated to correct the order of previous follow up #2. Additional information: investigation - it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating ¿no allegation of adverse event". Cook will reopen its investigation if further information is received. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation after further information is received and will supplement in accordance with 21 c.f.r.803.56 when appropriate.

Event description:
The plaintiff allegedly received the device implant on (B)(6) 2006 due to extensive dvt. The plaintiff is making no allegation at this time.

Manufacturer narrative:
The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information was received on 04/07/2017 as follows: the plaintiff allegedly received the device implant on (B)(6) 2006 due to extensive dvt. The plaintiff is making no allegation at this time.